Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: unknown nexgen knee femoral component, cat#: unk, lot#: unk; unknown nexgen articular surface, cat#: unk, lot#: unk. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-01316. Product has been discarded.

Event description:
It was reported that the patient was revised twenty five month after initial knee procedure due to loosening. No additional information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.